Event description:
Boston scientific received information that the physician suspected this left ventricular (lv) lead dislodged after comparing recent x-ray images to those taken at implant. This lead was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.